Manufacturer narrative:
Batch review performed on (B)(6)2018: lot 104638: 60 items manufactured and released on (B)(6) 2011. Expiration date: (B)(6) 2016. No anomalies found related to the issue. To date, all the stems of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 6 years and 3 months after primary due to left stem loosening.

Manufacturer narrative:
On 26 jan 2018 the medical affairs director made the following analysis: partial hip revision surgery (stem, head and liner) occurred 6 years after primary double-mobility total hip arthroplasty. According to the report, the patient was complaining about instability and the stem was loose. Aseptic loosening is a possible literature described adverse event after primary cementless total hip arthroplasty and reasons are often unknown. The cause of this failure cannot be determined.